Event description:
On (B)(6), 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that her testing frequency is 2 times daily. The patient was not able to confirm when the alleged issue began. The patient reported a blood glucose reading of "148 mg/dl" with the subject meter. The patient confirmed she was not on any diabetes medications and did not take any action regarding her diabetes management routine at the time the alleged issue began. The patient confirmed that she developed symptoms of blurry vision, dizziness, and shaky after the alleged issue began; which she associated as low blood sugar results. The patient, however, confirmed she did not seek medical treatment due to the alleged symptoms. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly. The patient , however, did not have the control solution available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned to lifescan on (B)(4), 2012. The meter involved with this complaint has been evaluated by lifescan product analysis on (B)(4) 2012 with the following findings. The meter passed all testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. The 510(k) # is k061118.

Manufacturer narrative:
The test strips involved with this complaint has been evaluated by product analysis with the following findings: on (B)(6) 2012 the test strips involved with this complaint were tested and found to have failed for control solution high. The retain test strips were ordered and passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.